Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and pneumonia. The blood glucose reading was 400 mg/dl. Initially, the nurse requested assistance with reconnecting the insulin pump to the customer. It was also reported that the customer experienced a heart attack and diabetes ketoacidosis symptoms. Troubleshooting was performed. All the settings on the insulin pump were saved. It was indicated while reviewing the settings, it was found that the insulin concentration was u500, and the customer's doctor prescribed a concentration of u100. Advised customer to contact his health care professional for proper insulin prescription. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.